Event description:
On (B)(6) 2011, a family member reported that the display was frozen on the verification screen and that the pump was making a loud beeping noise. She said, she changed the battery and the screen remained frozen on verification screen; the pump continued to beep. The family member reported no water exposure and no moisture evident in the pump. There was no previous complaint about unresponsive keypad buttons. During pump investigation, the keypad buttons were found to be unresponsive and contamination was found under the key contacts. This complaint is being reported because of the investigative conclusions.

Manufacturer narrative:
There is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; the audio bolus button was found to be missing. The keypad buttons were intermittently responsive during testing. During investigation, evidence of keypad adhesive was found under all key contacts including the audio bolus button.